Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant cuff and heli-fx endoanchors were implanted during the endovascular treatment of a type ia endoleak in an existing non-mdt endograft on the (B)(6) 2019. 6 endoanchors were implanted from the endurant cuff to the existing endograft. The maximin aaa diameter measured 88mm. The proximal aortic neck was noted as 30mm and 16mm in length. Proximal neck angulation of 30 degrees was reported. It was reported on (B)(6) 2022 follow-up ultrasound identified aneurysm enlargement to 110mm and a type ia endoleak. The site have assessed the type ia endoleak as unlikely related to the index procedure and possibly related to the endograft and heli-fx device. The sponsor assessed the type ia endoleak as not related to the procedure, possibly related to the endoanchor and as having a causal relationship to the aneurysm disease. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: the site have confirmed that the endoleak is related to the non mdt endograft(cook). The sponsor updated the type ia endoleak as not not related to the procedure and not device related and having a as having a causal relationship to the aneurysm disease. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.